Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine and clonidine (unknown concentration and dose) via an implantable pump. Other medications the patient was taking at time of the event was not obtained and not available. Patient weight and medical history was asked and will not be made available. The date of the event was post-operative on (B)(6) 2017. It was reported the pump was explanted (B)(6) 2017 and replaced, this was a routine replacement. (See manufacture report # 3004209178-2017-19422) the doctor contacted the representative on (B)(6) 2017 and reported the patient was in severe pain and was vomiting. The physician was going to visit the patient (B)(6) 2017 and possibly do a side port aspiration. The patient was scheduled for revision (B)(6) 2017. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved. Patient status at time of this report alive - no injury. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main device. Other components include: product ID: 8780, lot# n722246004, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Describe event or problem :updated to reflect the information received on 2017-sep-17 and 2017-sep-28. Device info: updated to reflect the device information provided on 2017-sep-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. Post pump replacement on wednesday ((B)(6) 2017) the patient started getting withdrawals on thursday ((B)(6) 2017). A sideport aspiration was attempted. A revision was performed friday ((B)(6)2017) and was successful. The pain, vomiting and revision have been resolved. Additional information was received on 2017-sep-28 from the patient's healthcare provider (hcp). The pump serial number was provided.